Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken and would no longer work to charge the pump. Replacement cable was sent to the customer. Customer's blood glucose level was 280 mg/dl.